Manufacturer narrative:
H6 codes b14, c19: product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H3 "other"; h6 codes b15, b20, c19, d15: investigation conclusions: this complaint was initiated based on information received from a study alert from the vbx 21-04 medrio study database. The reported information indicates a potential device malfunction, related to stent fracture, has occurred. Clinical imaging reviewed in relation to this event could not confirm a stent fracture. Therefore, the primary reported complaint could not be independently confirmed, and the cause could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
H6 codes b14, c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications.

Event description:
The following was reported to gore from the vbx 21-04 medrio study database: on (B)(6) 2019, a 63-year-old patient underwent endovascular treatment for thoracoabdominal aneurysm iii. The patient was treated with a cook t-branch device and six gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents), one vbx stent was placed in the superior mesenteric artery (sma) and the other five vbx stents were placed in the bilateral renal arteries. The six vbx stents were successfully implanted and were noted as patent at the end of the procedure. On (B)(6) 2024, stent fracture secondary to excessive aortic tortuosity was reported for the vbx stent in the sma. The patient was admitted to the hospital on (B)(6) 2024 and underwent an endovascular repeat intervention for the stent fracture in the sma on (B)(6) 2024. An advanta v12 device was implanted during this repeat intervention. The patient recovered without sequelae and was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: two hypertension medications were mentioned in the medrio study database, but no brand name or active ingredient was provided. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.